Event description:
The facility reports a nurse was attempting to attach the sling to the hanger bar assembly when the assembly fell off. No injuries were noted and no patient was in the lift at the time.